Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI) scan. Upon interrogation post MRI scan, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation due to off-label MRI environment. High voltage therapies were disabled. Programming changes were made and the ICD was restored. There were no patient consequences.